Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they were experiencing pain at the pocket site. The consumer stated they didn't fall or experience a traumatic event; he had always had pain at the pocket site since surgery. The implantable neurostimulator (ins) was interrogated; an impedance check was done and all electrodes were in normal range. Stimulation was turned off and the patient did not complain of any stimulation from the stimulator. Per the patient's request, reprogramming was not attempted. The rep. Later reported the device was explanted on march 15th. Following explant the consumer was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.